Manufacturer narrative:
One device was returned for repair. Visual evaluation found the downstream occlusion (dso) seal bubbled. Event history showed cassette not attached properly alarm. No related service history found within the last 12 months. Functional testing was performed, and the reported complaint was confirmed. The cause was the dso sensor. Replaced the dso sensor and calibrated the dso. Upon further investigation, the upstream occlusion (uso) seal had been breached. The uso seal was replaced and calibrated. Device passed all test criteria.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette" error that shows up after cassette is removed and latch closed. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.